Event description:
It was reported that the preventive test on the subject medical device indicated the device is contaminated. The customer did not report any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device main channel tested positive with pseudomonas aeruginosa (10 cfu/ml). Below are information on customers cds checklist: peracetic endodis- disinfectant. Endodet- detergent. Manual cleaning : brush- olympus brush enzymatic instrument. Storage: simple cabinet without drying function, hanged vertically investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide lens glue/ objective lens glue/ and bending section rubber glue was deteriorated, the distal end was damaged, the boot was torn, the air water/ and suction cylinders were worn out, the universal cord was dented, and the electrical contacts/ and venting connector were corroded. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.